Event description:
During surgery, it was found upon opening the product appeared to have smear. A back up product was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding debris found on a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: the subject device was returned with all packaging. Neither of the two blister packs had been opened. The lid seal on both blisters was complete with no interruptions. Inspection of the tibial insert through the blisters noted a small black dot on the anterior face of the insert post. The blisters were opened and the presence of a small black particle was confirmed on the anterior surface of the tibial insert post. Material analysis concluded that the black particle was from an unidentified source of outside contamination. The mar concluded that the debris were from an unidentified source. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Nc was issued for debris found on the device. The nc concluded the event was limited to this one part. The product was not implanted and was returned to the manufacturing site for inspection. No further complaints of this type were received. The inspection performed on the equipment did not reveal similar foreign substance.

Event description:
During surgery, it was found upon opening the product appeared to have smear. A back up product was used.